Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. This event occurred 10 times. The following information was provided by the initial reporter:   unable to aspirate into a syringe or dispense liquid through the needle. It appears the lumen does not go all the way through the needle.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. This event occurred 10 times. The following information was provided by the initial reporter:   unable to aspirate into a syringe or dispense liquid through the needle. It appears the lumen does not go all the way through the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-may-2022. H.6. Investigation: five samples were provided to our quality team for investigation. All five of the samples had clogged needle. The conditions observed at the packaging site were non-conforming per product specification. These conditions are occurring below their expected frequency. Therefore, no corrective actions are required for the needle packaging site at this time. The samples were sent to the needle manufacturing site for further evaluation and investigation. At the needle manufacturing site, five samples were received. A visual inspection was performed and no defects or imperfections were observed. Functional test was performed to each sample by connecting it to a syringe with saline solution. The solution was expelled with normal flow. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed at the needle manufacturing site. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h.10.